Event description:
It was reported that a malfunction alarm occurred due to a software error. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and instructed to report back if any malfunction code recurs.